Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported, a system message displayed during set up. The phaco tip was tightened but the system message displayed again. The phaco handpiece was switched out and the case proceeded. The case was delayed about 5-8 minutes. No pt injury was reported.

Manufacturer narrative:
The handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).